Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 16, 2013 ¿ september 17, 2013. Evaluation summary: visual inspection identified a leak at the fill-port when the fill-port cap was removed. The cause of the leak was due to a 2.3 mm particle trapped under the check-band. This caused the solution to backflow out of the device. The particulate was identified to be acrylic material by ftir spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown drug back flowed and leaked from the fill port of a small volume infusor during filling. The reporter stated that the bladder had not ruptured. There was no patient involvement. No additional information is available.